Event description:
Additional information was received indicating the extension revision occurred due to an increase in dystonian tremor since an implantable neurostimulator (ins) replacement in (B)(6) 2020. There was a suspected break of the extension as there was high impedance on the right side.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: evaluation coding updated h10: additional review indicates that information from manufacturer¿s report #2182207-2021-00043 was already reported in this report. Any additional information regarding that event will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type extension d9: the extensions were returned. H3: the returned device (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3 conductor was broken less than 5 cm from the proximal end. The returned device (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all of the conductors were broken in the body of the extension at 3.9 cm from the proximal end. H6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708660, lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension, product ID: 3708660, serial# (B)(6), implanted: b)(6) 2019, explanted: (B)(6) 2020, product type: extension implant dates above are approximate. The year is known, but exact month and date are unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 05-feb-2022, explanted: (B)(6) 2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 05-feb-2022, explanted: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of therapy after replacement surgery. High impedance >10,000 ohms was measured on all contacts of the affected side. A revision surgery was performed, and alligator clips were used to identify the extension as the source. Both extensions were replaced as very high impedance was identified on the non-affected side prior to surgery. The event was resolved with extension replacement. The patient was implanted for dystonia.